Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient had noise on both leads. Physicians were unable to reproduce the noise doing pocket manipulations. Physicians were able to reproduce the noise with isometrics. The lead was explanted on (B)(6) 2019.